Manufacturer narrative:
Qn# (B)(4). The manufacturing DHR file was reviewed. No recorded results of manufacturing issues or anomalies were reported. Several sections of the IFU will be referenced as part of this investigation report. The IFU states the following: "as with any emergency medical device carrying a backup is strongly advised protocol" "ez-io power driver led with blink red when the trigger is activated and has only 10% of battery life remaining" "the driver operating/useful life is approximately 500 insertions. However, this number may vary since life expectancy is dependent on actual usage (bone density and insertion time), storage, and frequency of testing" "when storing the vascular access pak (vap) remove the trigger guard to prevent accidental activation of the ez-io power driver" "purchase and replace the ez-io power driver when the red led begins blinking" a review of the device history record found that the driver passed all the release criteria. The device was released in 01/2014 and is approximately 7.5 years old. Corrective action is not required at this time as the probable cause could not be determined based upon the information provided and without a sample returned to evaluate. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The driver will spin when the trigger is pulled. But when you have a needle on it and are trying to insert into the bone it just spins and the doctor cannot get the needle in the bone. The driver is about 8 years old. Could it be the battery or is something else wrong with it.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
The driver will spin when the trigger is pulled. But when you have a needle on it and are trying to insert into the bone it just spins and the doctor cannot get the needle in the bone. The driver is about 8 years old. Could it be the battery or is something else wrong with it.